Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that microcatheter tip fractured occurred. The target lesion was located in the vessel in the liver. A 150/10/1tip renegade fiber braided was selected for use. Prior to procedure, the plastic tray was being withdrawn when the microcatheter was noted to be deformed, and the microcatheter fractured at tip and tail ends during the microcatheter was complete withdrawn. The procedure was completed with another of the same device. There were no patient complications as a result of this event.